Event description:
Report of high threshold and high impedance one day post implant. X-ray showed lead dislodgement. The device was removed from service. No patient complications have been reported since the device was removed from service.